Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged conductor wire to be related to the customer reported complaint. The permanent cautery hook instrument was found to have a segment of the conductor wire sticking out from the yaw pulley and a loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. An additional observation not reported by the site was also identified: the permanent cautery hook instrument was found to have damage to the insulation of the conductor wire. The instrument passed the electrical continuity test. The instrument wires were found to be exposed within the insulation. The root cause of this failure is attributed to a component failure. A review of the instrument log for the permanent cautery hook (part number 420183-14/lot number n10181002 870) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 1 use remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date - (B)(6) 2022 on system (B)(4). No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had a loose cable. The procedure was completed as planned with no report of patient injury.